Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) on january 23, 2007 and alleged that she could not get her one touch ultra meter to work. The medical affairs specialist (mas) was not able to reach the pt via phone after several attempts. A letter was sent to the address provided. The pt reported that she had received the subject meter as a replacement from lfs (replacement meter was sent on january 4, 2007). However, it is unclear if the pt had attempted to test on the subject meter since she received it. At 10:00 am, she was not able to get the meter to work and was feeling cold and weak at the time of concern. It is unk if she had attempted to test on the meter prior to this time. She went to her doctor's office, where the doctor's meter result was 24 mg/dl. She was given food and orange juice and she then felt fine. At the time of troubleshooting, it was discovered that the pt was turning on the meter by pressing the power button and then inserting the test strip (use error). Therefore, her technique was incorrect (for one touch ultra meter, user has to insert the test strip into the meter to turn it on and then proceed with the test when prompted). Test prior to having symptoms; however, she was not able to obtain a result (due to use error) at the time of concern and she was treated for hypoglycemia by a medical professional. Therefore, this complaint is reported. A replacement meter, control solution, and test strips were sent to the lay user/pt.